Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their dentist observed their gums irritated during their cleaning. The aligners are so tight they are hurting their gums. The dentist warned the patient that this will create other dental issues. Provided information and hh tips.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.